Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 249 mg/dl. The customer reported that the bolus history on the insulin pump did not record the customer's blood glucose level at the time of bolus. The customer also reported a low reservoir and low battery alarm from the insulin pump. Troubleshooting was done. No additional information was provided.